Event description:
It was reported that the patient presented to the clinic with low atrial impedance measurement. The patient notifier was turned off to resolve the issue. The patient was in stable condition.